Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Complete lead was returned intact and not severed. Noted blood/body fluid in the lumen(s) at lead tip area and a stylet insertion test failed - blockage encountered at tip area of lead. A wire insertion test failed at lead tip area due to fm that likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that when attempting to advance the wire it got stuck in the lead body, the lead body was removed, however, the guidewire could not advance. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that when attempting to advance the wire it got stuck in the lead body, the lead body was removed, however, the guidewire could not advance. This lead was replaced and never in service. No adverse patient effects were reported.